Event description:
Patient had reoccurring hip dislocations which resulted in a fracture of the acetabulum plastic liner. This device was implanted on 7/11/91 after a fracture of the acetabulum plastic liner. It is the physician's opinion that the first fracture of liner (7/91) was a malfunction and the second fracture (1/92) was secondary to the dislocations. Patinet underwent revision of hip replacement for the 2nd time on 1/2/92. Device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: component failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.